Manufacturer narrative:
This device is available for analysis but the failure analysis report is not yet available.  However, it will be submitted within 30 days upon receipt of completion. A review of the manufacturing documentation associated with this lot 17458693 presented no issues during the manufacturing process that can be related to the reported complaint.  (B)(4).

Event description:
As reported, a saber 2 mm 4 cm 90 pta was delivered to the lesion and inflated. However it ruptured at 4 atmospheres (atm) during its initial inflation. Therefore it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the shunt. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
As reported, a saber 2x40mm 90cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However it ruptured at four atmospheres (4 atm) during its initial inflation. Therefore, it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The target lesion was the shunt. The patient¿s information, vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. A non-sterile saber 2mm4cm 90 was received coiled inside of a plastic bag. Product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. With a naked eye visual inspection, no damages or anomalies could be observed on the balloon. No other damages or anomalies at the part was detected. Functional test was performed. The inflator/deflator device was attached to the inflation lumen, and balloon inflation process was done applying pressure with the inflator/deflator device. When manometer indicated 5 atm, a leakage was observed. Balloon was inspected under a microscope and where the leakage was perceived one hole can be observed. Sem results showed that the external surface of balloon presented evidence of scratches and abrasions near to balloon rupture and it¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17458693 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as evidenced by the scratch marks and abrasions noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.